Event description:
The customer reported that the t: slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level, as there was no pump shutdown or inability to turn the pump back on. The issue resolved after the customer changed charging supplies, using the same type of tandem wall adapter and charging cable, and the pump began charging without requiring further assistance.